Event description:
It was reported that an occlusion alarm occurred, and the customer experienced multiple occlusion events. The customer's blood glucose level rose to 582 mg/dl, exceeding the normal range. The customer addressed the high glucose level with a correction bolus via the pump and resolved the occlusion issue by changing the infusion set and cartridge. Despite recurring occlusion issues, the customer declined further assistance but requested replacement supplies. Cts agreed to send the necessary replacements and planned to close the case.